Event description:
New information received notes that the patient's atrial lead exhibited a recurrence of lead noise over-sensing resulting in mode switch. No intervention was performed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's atrial lead was exhibiting noise over-sensing. Episodes of inappropriate mode switch were noted. No intervention was performed. The patient was stable.